Manufacturer narrative:
Device received with failed selftest alarm during self test due to a faulty on the radio frequency board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had rf pic failed self-test. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer reports they were able to clear the alarm. Customer were able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.